Manufacturer narrative:
Medical devices continued: product ID a2dr01 ipg implanted: (B)(6) 2013 product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed introducer test. The outer insulation is cut at 13.5cm.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and had no capture at the pre-op check. The lead had dislodged and could not be re-advanced into the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.